Event description:
The customer reported via phone call that he was having high blood glucose levels. He gave himself an injection and his blood glucose level went down to 500 mg/dl. The customer held the act button and insulin exited but the numbers did not increase. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.